Manufacturer narrative:
This report is based solely on the customer's reported issue. The device is serviced by a 3rd party and not available for return to the manufacturer. A DHR review could not be performed as a serial number was not provided. A review of the complaint database for similar devices revealed similar complaints of lack of gas flow and found that the most likely cause is inadequate maintenance of the device. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file no. (B)(4).

Event description:
Customer reported probably gas blender is not giving proper o2 concentration, as blood color turns bit darker but it gets normal once it is set to 100%. Observed gas blender, its output pressure seems to be ok, need to check with another gas blender to investigate further.checked all pumps on hl20, found working ok. No patient injury was reported.